Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's monitor was not powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor would not power up and resistor r45 was open on the c/a board. Programmable logic device u1003 had shorted 3.3 and 1.8 power supplies, which prevented the monitor from powering up. The cause for the open r45 resistor and shorted u1003 power supplies was broken leads on high-voltage capacitors c20 and c22 on the defibrillator board. The root cause for the broken leads on c20 and c22 could not be positively identified, but the damage likely resulted form the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the broken leads on c20 and c22. The pt received a replacement monitor.